Manufacturer narrative:
More information from the customer has been requested to be able to perform further investigation. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported false negative result for covid on clinitest covid19 self test for lot 2201834eua. There was no reported injury due to this event.

Manufacturer narrative:
The manufacturer, healgen, has completed the investigation. The manufacturing records for the lot in question were reviewed, and no irregularities were found. Retains of the lot in question were tested and the customer complaint of a false negative results were unable to be reproduced. The cause of this event is unknown.